Event description:
It was reported that on the morning of (B)(6) 2011, the patient obtained a blood glucose reading of 202 mg/dl. The patient claimed the pump did not deliver his lunchtime bolus of insulin as programmed due to the keypad issue. It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. At 5:03 pm, the patient obtained a blood glucose reading of 526 mg/dl; the patient took a bolus of 8.10 units insulin. He did not experience any symptoms of high or low blood glucose levels. The patient also did not seek any medical attention. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after he noted the reported pump keypad buttons had to be pressed multiple times to activate the desired function. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data was in the black box or download histories from the time of the reported low bgs due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no damage found to the keypad or the key contacts when the keypad was removed. All of the keypad buttons responded appropriately; a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.